Manufacturer narrative:
According to the available information the inflatable device was implanted on (B)(6) 2021 and revised on (B)(6) 2021 due to an aneurysm. Additional information received indicated an aneurysm of the cylinder. Cylinder 1 was received for analysis. An aneurysm was noted in the bladder of cylinder 1. This was not a site of leakage. Based on quality's examination, quality concluded that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 1. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, the cylinders of this device was explanted and replaced because there was an aneurysm. No other adverse patient effects were reported.